Manufacturer narrative:
72404155, 1000069317, reservoir 65 ml pc/iz.

Event description:
It was reported that the patient was unable to maintain rigid with a one year old inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. The new device was cycling and appeared to be working. No information was provided about the patient's outcome.